Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had several no delivery alarms and had lost a lot of infusion sets. Customer's blood glucose level was 158 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and the insulin did not exit. Pump alarmed no delivery. Customer pushed the insulin slowly through the tubing and reported that the insulin exits the tubing. Customer was advised that the pump is working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. No further assistance needed.